Event description:
An Impella CP device was inserted into the left axillary artery in a 62-year-old male patient presenting in acute decompensated cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) D shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support.During the procedure, there was an optical sensor yellow alarm after the CP was successfully primed. The Automated Impella Controller (AIC) screen showed optical sensor not detected, and prompted for unplugging of white cable. To troubleshoot, the device was unplugged, socket inspected, and a white light in the socket was observed. The AIC screen showed optical sensor calibration progress bar, but then upon completion prompted to either replace AIC or proceed without optical sensor and placement signal/suction detection functionality. Selected to proceed, but the AIC screen showed no placement signal while the device was in the left axillary artery, but had not yet successfully inserted. A decision was made to remove the device, as the physician did not feel comfortable using the CP with the malfunctioning sensor. A new Impella CP was inserted without issues into the left axillary artery.The post-procedure outcome is survived at explant. The Impella device will be reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.